Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient experienced hyperglycemia, with a blood glucose (bg) level of 14 mmol/l (252 mg/dl). The patient administered a 4-unit bolus twice, but it did not reduce the bg level. Due to persistent hyperglycemia, the patient went to the emergency room. She reported feeling nausea and had a headache. The patient was monitored by a nurse and was discharged after 2-3 hours. The patient reported having a new personal diabetes manager (pdm) and was advised to visit their doctor to review their settings by the nurse. After a follow up call the patient reports the settings have been reviewed and bg levels are normal.